Event description:
Nihon kohden telemetry transmitter model gz130pa experienced an issue which caused both the war-room central nursing station (cns) and the nursing floor registered nursing station (rns) to show "communication loss", resulting in the patient waveform to not be watched. This problem has been experienced several times when trying to begin use of a telemetry box, but this is the 2nd time a working box on a patient suddenly experienced the issue and dropped out. We have been working with the vendor nihon kohden for over a month on this intermittent issue and so far, have no information from them. From what we currently know this problem is not related to the actual physical device named in this report but more of a "system" issue. In the past, this problem would go away within 24-48 hours and not re-appear. Then it would re-appear on a different device.